Event description:
It was reported that a patient experienced a dental implant loss. The implant was placed and healing was uneventful. At the time of uncovering, no complications were noted. However, during removal of the healing abutment for crown placement, the implant became dislodged.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.